Manufacturer narrative:
Lens was returned in a microcentrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens with foreign material (residue) on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.0 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved. The cause of the event is listed as a patient-related factor.